Manufacturer narrative:
Further info about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
The investigation of the complaint has been completed. It is based on laboratory tests of the returned control. Printed circuit (pc) board. A technical error was discovered at the customer's site during installation. The reported problem was confirmed during the investigation, when the ref ventilator was started. The fault condition was permanent and it was not possible to start ventilation. The generated technical error code indicates a control pc board control error during start-up. Electrical measurements showed that the control pc board was repeatedly re-starting, indicating a hardware problem with the pc board. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified by a generated high priority alarm and the corresponding technical error code. If the failure appears during start-up, a technical alarm will be generated and ventilation cannot be started. Our conclusion in this matter is that the reported issue was caused by a hardware failure occurring on the returned control pc board, but the failing component has not been determined from this investigation.

Event description:
It was reported that the ventilator was during installation generated a technical error code, indicating a failure of th control printed circuit board at start up. There was no patient involvement. (B)(4).